Event description:
It was reported to boston scientific corporation that a capio slim device was used during a prolapse procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, it was noted that the capio slim device misfired. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).